Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported infection and right heart failure could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The left ventricular assist system (lvas) kit shipped on 07apr2014. Heartmate ii lvas instructions for use (IFU) document lists right heart failure and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2021 with bacteremia and right ventricular (rv) failure. The source of the infection was suspected to be a gastrointestinal source based on organism. The device operated as expected and there was no device issues reported that caused or contributed to the right heart failure. Patient symptoms included volume overload and shortness of breath related to the rv dysfunction, as well as dizziness and weakness related to bacteremia. Treatment provided included heavy diuresis with lasix drops and intravenous antibiotic therapy.